Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the conductor was distorted from over-rotation and the lead was damaged at implant. (B)(4).

Event description:
It was reported that during the implant procedure when the physician tried to extend the helix, the helix did not extend. The physician was able to extend the helix after the lead was removed from the patient after an excessive number of turns. A passive fixation lead was used to complete the procedure. No patient complications have been reported as a result of this event.